Manufacturer narrative:
The date of event was not provided. This information will be provided in a supplemental report if made available. The serial number is unknown at this time. This information will be provided in a supplemental report if made available. Initial contact telephone number: (B)(6). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). No further information has been provided regarding the patient status or the contamination status of the involved device. It is unknown at this time if the involved unit has been tested positive for any type of contamination, or if the patient infection is related in any way to the use of the heater-cooler device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report of a patient infected with mycobacterium chimaera following a procedure which utilized a heater-cooler system 3t.

Manufacturer narrative:
Livanova (B)(4) received additional information relevant to the involved patient. The patient was born (B)(6). Livanova (B)(4) received the information that the involved patient passed away on (B)(6) 2018. The date of event of the surgery was provided. ((B)(6) 2016).

Event description:
See initial report.